Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged cough. The device was returned to the manufacturer's quality product investigation laboratory for investigation and no other peripherals or accessories were returned with the device. The manufacturer visually inspected the external part of the device and observed dark marks located on the outside surface of the upper enclosure, a light amount of dust or dirt contaminant in the cracks and crevices of the outer surfaces the manufacturer visually inspected the device internally and found sound abatement foam degradation throughout the blower box, on the inside surface of the blower upper cap, and where the blower rests in the blower box. A black tar-like substance was located on the inside surface of the blower and on the blower blades. A dark contamination was found on the inside surface of the lower enclosure which is consistent with sound abatement foam degradation. Pil retrieved the error log which contained no errors. 0 blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. (B)(4) machine hours were logged. Care orchestrator data was unable to be retrieved. The manufacturer confirms sound abatement foam degradation, but unable to assess the symptoms described in the complaint. Section a3 not captured in the initial report was captured and section h6 were updated in this report.